Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and this implantable transvenous defibrillation lead was surgically abandoned when it exhibited steadily rising impedance measurements on the sense/pace circuit and noise on the atrial and right ventricular electrograms. Shock impedance measurements are stable. The noise is oversensed and inhibited pacing.